Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The displacement test and manual prime were successful and motor error alarm did not recur. Customer's blood glucose level was 685 mg/dl. The customer was hospitalized due to this high blood glucose level. All kinds of tests were performed. The customer was given saline solution, insulin, and saltwater. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No unexpected motor error alarm noted during testing. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.